Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected power loss alarm. Customer's blood glucose value was 445 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer states they did not receive a low battery prior to replace battery now alarm. Customer states the issue was resolve. The device will be return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.